Manufacturer narrative:
Block g4 premarket / 510(k)#: k163248&k151895. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, a strange body that appeared to be a plastic filament came out of the needle. The needle was removed, and the strange body was aspirated to remove from the bronchial tree. Another expect pulmonary needle was used to complete the procedure. There were no patient complications as a result of this event.